Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA on (B)(6) 2015, additional clarification was provided that the customer did not see a sign of a burn on the device. Investigation of the returned device confirmed the follow-up information from the customer that there were no signs of burning on the meter. The meter did show signs of liquid contamination resulting from user error or abuse that caused power and display issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported the nano meter had a "sign of burn" on the device. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA on november 02, 2015, additional clarification was provided that the customer did not see a sign of a burn on the device.